Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing in the form of double and triple counting. Technical services (ts) was contacted, and ts discussed that the oversensing had resulted in three separate episodes where an inappropriate shock was delivered. The s-ICD system remains in service. No additional adverse patient effects were reported.